Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the reported patient effects are a known inherent risk of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effects of hypotension and death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries.

Event description:
It was reported that the patient presented with a free perforation in the mid left anterior descending (lad) coronary artery. An attempt was made to treat the perforation using a 2.8x19 rx graftmaster covered stent, however, this graftmaster failed to cross to the perforation for an unknown reason, during advancement. The graftmaster was withdrawn from the anatomy without issue, but the perforation was ultimately not sealed for an unspecified reason. While it was reported that use of the graftmaster did not cause or contribute to complications or adverse events, the patient experienced progressive hypotension secondary to heart pump failure and expired the same day. While the ultimate cause of death is unknown at this time, in the opinion of the physician, the failure to cross did not cause or contribute to patient death. No additional information was provided.